Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a temperature issue with the pump. The reporter stated that there was moisture present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/12/2015 with the following findings: the pump's black box showed evidence of a voltage drop, pump reboot events and short battery life. There was evidence of moisture contamination inside the battery compartment and and on the underside of the battery cap.